Event description:
It has been reported that the bd¿ syringe 60ml ll tip 1ml 2 oz in 1/4 oz has been found containing foreign matter before use. The following has been provided by the initial reporter: during the unpacking of 60ml syringes, operators observed black spots on the syringes. In all cases, the black spots integrated into the material. The surface of the affected syringe areas were smooth, both on the inner and outer surface of the syringes. No physical particles could be identified by visual inspection.

Manufacturer narrative:
Correction: samples received. New investigation completed. The following information has been updated: h.6. Investigation conclusion: four photos were provided for investigation. The first photo shows two syringes lying on a surface. The syringe on the top has two blue circles around dark spots on a syringe. The syringe on the bottom appears to have a scale which has not printed properly as the scale is not legible and there appears to be dark foreign matter near the flange and on the flange. The second photo has one syringe which appears to have numerous dark spots on the barrel by the scale printing. The third photo has one syringe which has had the plunger rod removed and is viewed by looking down towards the flange of the barrel the syringe appears to have numerous dark spots on or in the syringe barrel and on the flange. The first and third photos have blister packs also visible in the photos which appear to have the batch number 8179620. The fourth photo shows two syringes lying on a surface. The top syringe has three blue arrows point to dark spots. One is by the bd logo and the other two appear to be on or in the plunger rod ribs. The bottom syringe has an arrow pointing to a dark spot by the bd logo and also has two areas on the syringe circled in blue circles which appear to have dark spots on the syringe. Two blister packs are also in the photo which provides a batch number of 9056878. Additionally, 3 samples were received. Two of them have embedded burnt resin and one has black ink spots from the printing process. Embedded foreign matter can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. This is a cosmetic defect only and does not affect the integrity of the syringe. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: based on the photos provided it appears likely that the bottom syringe in the first photo and the syringes in the second and third photos likely have ink from the printing process on the syringes. The top syringe in the first photo could have either embedded black foreign matter or ink spots. The top syringe in the fourth photo appears to likely have embedded foreign matter in the plunger rod and the bottom syringe in the fourth photo likely has ink splatter from the printing process. The two syringes in the fourth photo also have dark spots by the bd logo which are placed there intentionally during the printing process to aid in production line traceability. Embedded fm can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. The ink spots on the syringe could potentially caused by the printer being low on ink at the time. When the ink gets low on the printer, it can cause the ink manifold to splatter or spray. Rationale: bd acknowledges that the syringes in the photos provide have dark foreign matter on or embedded in the syringes. However, as the customer did not provide a number of occurrences an occurrence rate for the batches involved cannot be determined. Therefore, no corrective or preventative actions are proposed in the scope of this complaint. H3 other text : see h.10.

Manufacturer narrative:
Investigation conclusion: four photos were provided for investigation. The first photo shows two syringes lying on a surface. The syringe on the top has two blue circles around dark spots on a syringe. The syringe on the bottom appears to have a scale which has not printed properly as the scale is not legible and there appears to be dark foreign matter near the flange and on the flange. The second photo has one syringe which appears to have numerous dark spots on the barrel by the scale printing. The third photo has one syringe which has had the plunger rod removed and is viewed by looking down towards the flange of the barrel the syringe appears to have numerous dark spots on or in the syringe barrel and on the flange. The first and third photos have blister packs also visible in the photos which appear to have the batch number 8179620. The fourth photo shows two syringes lying on a surface. The top syringe has three blue arrows point to dark spots. One is by the bd logo and the other two appear to be on or in the plunger rod ribs. The bottom syringe has an arrow pointing to a dark spot by the bd logo and also has two areas on the syringe circled in blue circles which appear to have dark spots on the syringe. Two blister packs are also in the photo which provides a batch number of 9056878. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: based on the photos provided it appears likely that the bottom syringe in the first photo and the syringes in the second and third photos likely have ink from the printing process on the syringes. The top syringe in the first photo could have either embedded black foreign matter or ink spots. The top syringe in the fourth photo appears to likely have embedded foreign matter in the plunger rod and the bottom syringe in the fourth photo likely has ink splatter from the printing process. The two syringes in the fourth photo also have dark spots by the bd logo which are placed there intentionally during the printing process to aid in production line traceability. Embedded fm can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. The ink spots on the syringe could potentially caused by the printer being low on ink at the time. When the ink gets low on the printer, it can cause the ink manifold to splatter or spray. Rationale: bd acknowledges that the syringes in the photos provide have dark foreign matter on or embedded in the syringes. However, as the customer did not provide a number of occurrences an occurrence rate for the batches involved cannot be determined. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It has been reported that the bd¿ syringe 60ml ll tip 1ml 2 oz in 1/4 oz has been found containing foreign matter before use. The following has been provided by the initial reporter: during the unpacking of 60ml syringes, operators observed black spots on the syringes. In all cases, the black spots integrated into the material. The surface of the affected syringe areas were smooth, both on the inner and outer surface of the syringes. No physical particles could be identified by visual inspection.